Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient not wearing a mask and touch contamination. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin, ¿administered with hemodialysis¿ (dose, duration and frequency unknown) and intraperitoneal gentamicin, completed (dose and frequency unknown). On an unreported date, pd therapy was discontinued and the patient was transferred to in center hemodialysis. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.